Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they had a replacement implanted neurostimulator(ins) 4-5 months ago because their previous ins was "not working." Previous ins had worked to relieve pain for about 2-3 years after implant date(patient services specialist understood this to mean that the previous ins worked to relieve pain from 2018 to 2020 or 2021, prior to the implant of the new ins). Pt said the ins was also causing him pain at implant site since about 2-3 years after implant date. Pt said they wanted the ins "moved" so the ins would no longer cause the pt pain. Pt said the "pain was still there once the device was moved" and pt was implanted with new ins 4-5 months ago. During call, pt mentioned, since at least a couple of years ago, pt said they had to charge their previous implanted neurostimulator(ins) every 1-2 days when they used to have to charge every 10-11 days when they were first implanted. Patient services specialist documenting reported event. Pt mentioned they had degenerative spine disease and had worked with manufacturer representative (rep) in the past.